Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention.. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During a subsequent impella cp exchange, vascular access was lost. Manual compression and surgical repair were required to achieve hemostasis, and the re-implantation of the impella cp was aborted. Further evaluation with echocardiography and right heart catheterization revealed normalized left ventricular function and reduced left heart filling pressures. Based on these findings, the clinical team elected not to re-attempt impella cp placement and instead continued right ventricular support alone using the existing impella rp flex.

Manufacturer narrative:
After further evaluation the device may have caused or contributed to a serious injury (vascular damage - peripheral vessel). The following fields were corrected based on this information manufacturer device report number 1220648-2025-30329. B1 adverse event was inadvertently omitted on the initial manufacturer device report. B2 was inadvertently omitted on the initial manufacturer device report. H1 type of event was erroneously selected on the initial manufacturer device report. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report. H6 health effect - impact code 4624 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The investigation of delivery issues and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of delivery issue is determined to be patient condition because the insertion was aborted since the pump was unable to pass through vasculature. Vascular damage - peripheral vessel: access to the vessel was lost during removal of the .035 j wire and manual compression and surgical repairs were performed to achieve hemostasis. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.